Manufacturer narrative:
Device was returned to manufacturer. Measurement of a sampling of the serration depths showed 0.009, 0.011 and 0.010 inch depths on the returned samples. There is no iso specific requirements for serration depth. As such, the depths of the serrations were not deemed deep and within expected results. Since these are the only returns for this product code for the past 12 months, no further actions were deemed necessary.

Event description:
The customer advised that the serrations are too deep and are causing teeth to crack.